Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's atrial and right ventricular leads were explanted and replaced due to noise and fracture. The patient was stable. Related manufacturer reference number: 2017865-2019-11765.

Manufacturer narrative:
The reported event of lead noise was confirmed while the reported event of lead fracture was not confirmed. As received, only the distal segment of the lead was returned for analysis, measuring 65.0 cm. External insulation abrasion was noted at 8.2 cm to 8.5 cm and 18.2 cm to 18.8 cm from the distal tip consistent with lead friction to another device or feature of the heart. It breached the outer insulation and exposed the outer coil. External insulation abrasion was noted at 52.9 cm to 53.4 cm from the distal tip consistent with lead friction to the can. It breached the outer insulation and exposed the outer coil.